Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with prostyle devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, there was difficulty removing the device. After opening and closing the foot, the device eventually came out with ease. Debris [tissue] was noted around the footplate on removal of the device. A second prostyle suture was successfully pre-placed. The sheath was upsized to a large bore and the tavi procedure was completed. Both prostyle sutures were successfully advanced however, a new non-abbott device was placed due to user's preference and slight oozing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to open and close the foot was confirmed. Difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect a known adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose prostyle instructions for use (eifu), as a known adverse event of use of the device.